Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a venticular (v) episode and two atrial tachy response (atr) events containing noise on the right atrial (ra) channel, shock channel, and intermittently the right ventricular (rv) channel. The patient had a good underlying rhythm, so there was no indication of pacing inhibition or inappropriate therapy. Technical services (ts) discussed reviewing possible causes. This crt-d remains in service. No adverse patient effects were reported.